Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to syncopal episodes and asystole. The electrocardiogram (ECG) showed pauses. It was noted that the right ventricular (rv) lead had oversensing noise that was inhibiting pacing with loss of capture when the patient moved around. The lead also exhibited polarity switch for high impedance. A fracture was suspected. Reprogramming was performed. The patient was admitted for placement of a temporary wire with an external pacer until a determination was made about further course of action. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.